Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that post procedure, upon programming of the device it was observed that the incorrect device model was implanted in the patient. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.